Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported that a patient presented with blurry vision in both eyes one day post lasik. It was noted that the patient has stage 3 diffuse lamellar keratitis in both eyes. The patient had a flap lift and rise; the flaps were lifted and gently wiped and rinsed. The patient was prescribed an oral steroid and the previously prescribed topical steroid drop was increased. Additional information states that the patient's symptoms have resolved. It was also noted that it is thought to be the patient's allergies that caused the reported event. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.